Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4), analysis information -- 2019-05-20 16:13:25 cst pli# 30 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 3550-29, serial# unknown, product type: accessory; product ID: 97791, serial# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Analysis of the lead 977a260 (serial # (B)(4)) indicated that the #4 conductor was broken 3.5 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported the patient was jittery, had tingling feeling in hands and legs when stimulation was on. The patient stated he could not walk with stimulation. The patient was not compliant or willing to reprogram. The system was explanted (B)(6) 2018. No further complications were reported/anticipated.